Event description:
Procedure type: esophagectomy. According to the reporter: during the procedure, the surgeon fired half way, and found no staples at all. A new instrument was used to complete the procedure. No bleeding was reported, no pt injury was reported.

Manufacturer narrative:
Initial report sent: 03/25/2008.